Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured. The balloon catheter was being used to post-dilate an express2 stent and ruptured at 12 atms on the initial inflation. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No pt complications were reported.